Manufacturer narrative:
No sample collection or centrifugation date was supplied. No qc or system check data was supplied. A field service engineer (fse) went on-site and noticed the higher gi monitor results were occurring on one reagent pipettor. Fse verified ultrasonics,alignments and changed the piston and belt on precision pump and also replaced the transducers on 2 reagent pipettors due to difficulty adjusting the ultrasonics. All verification testing met specifications. Although hardware issues were addressed, a clear root cause for this event could not be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a higher than expected gi monitor result for one patient's sample generated by the unicel dxl 800 access immunoassay system. Upon repeat, the result was in a lower clinical range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.